Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The lead was returned in two pieces. Final analysis found that the insulation was abraded at 27 - 28.8 cm, 3.0 cm and 39.3 cm from the distal end, due to friction with another device. The proximal coil was exposed. The multiple abrasions and the subsequent proximal coil exposure could have caused the reported noise problem.

Event description:
It was reported that upon interrogation the lead exhibited noise. The noise could be reproduced with left arm movement. The lead was explanted and replaced.